Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-21875. It was reported that the patient in clinic experiencing dizziness. Upon review, the right ventricle lead exhibited over-sensing noise resulting in pacing inhibition. The right ventricle lead was explanted and replaced on (B)(6) 2020. During the procedure on (B)(6) 2020, it was noted that the left ventricle lead exhibited high capture thresholds and was dislodged. The left ventricle lead was explanted and replaced. Patient was stable.